Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing on the t wave which accelerated the rhythm to ventricular fibrillation (vf). Technical services (ts) was contacted and recommended possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.